Event description:
Patient reports sensitivity to adhesive on dee since starting remodulin. Per patient md aware. Patient is managing with benadryl and is going to try a skin barrier wipe she purchased. Patient will continue to use cleo. No other information available. Reported to (B)(6) by pt/caregiver.